Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to protruded/loose drive support disk. Basic occlusion, occlusion, the excessive no delivery tests were not performed due to the alarm. The device had minor scratched display window, cracked case at display window corners, cracked display window at bottom right side corner, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 164mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.